Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would sometimes go black and the programmer could not be turned on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would sometimes go black and the programmer could not be turned on. The programmer passed all functional tests with no anomalies found. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.